Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fluctuating blood glucose with the lowest blood glucose reported at 59 mg/dl and highest blood glucose level at 323 mg/dl after entering incorrect meal announcement sizes into the ilet and subsequently performed a factory reset with healthcare provider approval; engineering logs confirmed the reset. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included the need for device reconfiguration without hospitalization. Investigation included review of device engineering logs and user coaching offers for meal announcement use. Investigation of this case revealed user error related to incorrect meal size entries, with device function confirmed by log verification and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect meal announcements.